Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, their receiver display screen froze. No additional event or patient information is available.